Event description:
It was reported that when explanting this cardiac resynchronization therapy defibrillator (crt-d) due to normal battery depletion it exhibited pacing inhibition for an unspecified period of time in the left ventricular (lv) channel. Technical services (ts) was consulted, ts discussed that due to the lv pacing being dependent of the right ventricular (rv) timing it would be expected for the device to stop lv pacing during a generator change procedure. Reprogramming options were provided to provide pacing. Ts noted the device was operating as expected per programming. Subsequently this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. No adverse patient effects were reported.